Manufacturer narrative:
(B)(4).

Event description:
It was reported the fitting had a crack during patient use. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer sent one photo of the damaged hemodialysis catheter. Visual inspection of the photo confirmed the complaint of a damaged compression cap. The photo displayed a crack on the molding seam of the cap. The customer also returned one compression cap for evaluation. Visual inspection of the sample confirmed the crack in the molding seam. A device history record review was performed and no relevant findings were found. The complaint of a damaged compression cap was confirmed by the customer photo and a complaint investigation. The cap had a crack along its molding seam. The cap is a purchased component indicating the probable cause is supplier related. A non-conformance was created to address the issue with this device.

Event description:
It was reported the fitting had a crack during patient use. No patient harm was reported. The patient's condition is reported as fine.